Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured. Exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, not all pieces returned. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05421, 0001822565 - 2018 - 05422, 0001822565 - 2018 - 05423, 0001822565 - 2018 - 05424.

Event description:
It was reported that the provisionals were found in various office trays and were returned from the field. No patient information is available. It did not occur during surgery.